Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was found to have a grip ring dislodged. The instrument was placed on an in-house system which passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Root cause attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws would not open, first time using out of the package never worked. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. A colorectal procedure was being performed when the issue occurred during the 1st time. The instrument was not used at all because the jaws never opened. No need to use the key/mechanism.